Manufacturer narrative:
No alarms noted. The pump passed the self test. The pump was received with a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that they received a motor communication error alarm twice in the last few days on their insulin pump. Troubleshooting was done, but as a result of having this same error alarm message a few days earlier, the insulin pump will be replaced. Customer agreed to return the product for analysis.